Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 170941 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 170941 and device part number 195-430h / lot 164550. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 170941 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 repeat testing was performed and gave a negative result. Rt-pcr confirmation testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 repeat testing was performed and gave a negative result. Rt-pcr confirmation testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.